Manufacturer narrative:
(B)(4). No conclusion code available. The reported undersensing was confirmed in the laboratory via review of the stored electrograms. The device was tested on the bench and no anomaly was found. The cause of the reported undersensing could not be determined. (B)(4).

Event description:
It was reported that the patient expired. The patient had an episode of vt, followed by several episodes of non sustained rv oversensing. Review of the egm showed, undersensing the ventricular lead resulting in inhibition of therapy. The physician does not believe the device played a role in the patient passing.